Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastric sleeve procedure, the stapler locked out and couldn't be unlocked. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please clarify what was meant by the device couldn't be unlocked. It couldn¿t be unlocked before it was even fired. Tried another cartridge with same result. Pulled another stapler and it worked fine. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? If yes, did the jaws eventually open? Was buttressing material utilized? If so, which product? Yes; gore.